Event description:
The catheter was inserted on (B) (6) 2009. On (B) (6) 2009, the pt became septic and upon removal of PICC the catheter broke. The catheter was secured with hubguard, and the site was prepped with cloroprep 2 %.

Manufacturer narrative:
Results - received one used sample for the investigation. Our quality engineer visually and microscopically inspected the returned sample and confirmed the catheter had broken and exhibited jagged edges. The device history was reviewed for the reported lot number and no irregularities were noted during the lot's manufacture. Conclusion - the engineer concluded that the sample returned had damaged jagged edges, which is conclusive evidence that the break was caused by stress to the catheter (misuse/mishandling). The returned catheter show no damage that would cause sepsis and the pyrogen test results were acceptable for the sub-lot lot numbers associated with the incident. The instructions for use states: l-cath catheters are 200 percent pressure tested (flow/leak) to insure the catheter has no leaks or occlusions prior to acceptance. A pull test is performed per the specifications to insure catheter strength and integrity. All l-cath catheter/s product are sterilized prior to distribution to the customer. (B) (4) (B) (4).